Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 5 hours with no evidence of overheating and no alarms. No defects were found to the power flex, battery connections, and internal components. There were no activities in the pump history related to the overheating complaint; the history indicated that the pump was in use until (B)(6) 2011, therefore the pump history from the reported event dates was unavailable for review due to continued pump use. The overheating complaint could not be confirmed or duplicated on investigation. A review of the pump history indicated that the time and date had reset to default factory settings. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient contacted animas alleging that on (B)(6) 2011 and (B)(6) 2011 he received a low battery alarm followed by a replace battery alarm. When he removed the battery each time it was very hot and the pump was also hot. The patient denied sustaining any burns or injury as a result of the alleged issue. At the time of troubleshooting, the patient denied any moisture or corrosion in battery compartment. There was no adverse event associated with this complaint. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.